Manufacturer narrative:
Complaint no.: (B)(4). Date of event unknown. Lot no. And expiration date unknown. Operator of device unknown. Device manufacture date unknown. Evaluation summary: the reported sample was returned for evaluation filled with an unknown ingredient and contained in a plastic bag. A batch review was not possible in this instance, as the lot number was not provided. The sample was visually inspected through the plastic bag and no defect was noted. Some leakage into the plastic bag was observed but it was also noted the bag remained mostly full and the fill port cap was slightly open. However, since the sample contained an unknown ingredient, which could have been hazardous, no further sample analysis or investigation was conducted due to investigator safety concerns and the cause of the report is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered before patient use. This report documents no patient involvement or adverse events. No additional information is available.